Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordace with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that an ophthalmic surgical suture needle was dull during the preoperative examination of the patient's conjunctival flap transplantation and suturing during the pterygium surgery. The surgery was completed on the same day after replacing with another needle. No patient impact was reported.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of suture needle was dull; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for the suture needle dull is unknown, therefore specific action with regards to this complaint cannot be taken. All suture needles are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).